Event description:
Unable to unlock, locking caps. Doctor noted on final check x-ray of the matrix polyaxial heads the heads were not connected to the matrix bone screw. The doctor stated he felt he had connected correctly (including reaming around the bone screw) and said it did not feel any different during final tightening. The doctor therefore had unlocked the construct to reattach the head. In the process two of locking caps which had been final tightened could not be removed. The doctor was instructed to use the persuader as a counter torque with the torque handle, and this did unlock the cap. The doctor wishes to make a complaint about the head not engaging, however the doctor was more concerned about the difficultly in unlocking the set screws. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.